Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4181639, medical device expiration date: 2019-08-31, device manufacture date: 2014-11-11; medical device lot #: 4181641, medical device expiration date: 2019-09-30, device manufacture date: 2014-11-11; medical device lot #: 4181640, medical device expiration date: 2019-09-30, device manufacture date: 2014-11-11. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lots and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that foreign matter and other particulates were found on a 19 g x 1 1/2 in. Bd nokor¿ filter needle before use. No injury or medical intervention.